Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the patient's vessel. The physician attempted to deflate the occlusion balloon and the occlusion balloon would not deflate. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and the occlusion balloon deflated.